Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: all insulators breached (clavicle-rib crush); distal segment returned and analyzed.

Event description:
It was reported that the lead showed an increased short interval count (sic) indicating possible oversensing. The lead was explanted and replaced. There were no patient complications reported as a result of this event, and the patient's status was reported as "fine".